Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after removal of the steerable guide catheter (sgc), ventricular tachycardia (vt) occurred. Direct current (dc) was performed multiple times, but vt occurred frequently. Extracorporeal membrane oxygenation (ECMO) was then placed, and the patient was observed. It was noted that the clip was stable and that there was no interference with the left ventricle. The patient was reported to be recovering.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after removal of the steerable guide catheter (sgc), ventricular tachycardia (vt) occurred. Direct current (dc) was performed multiple times, but vt occurred frequently. Extracorporeal membrane oxygenation (ECMO) was then placed, and the patient was observed. It was noted that the clip was stable and that there was no interference with the left ventricle. The patient was reported to be recovering.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tachycardia. Based on available information, the reported tachycardia appears to be related to procedural conditions (afterload mismatch). The reported patient effect of cardiac arrhythmias, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.